Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: non-healthcare professional. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010. Alleged fractured, pain and unable to retrieve." (B)(6) 2010, implant report: "using 1% plain lidocaine for local anesthesia, access was gained into the right common femoral vein using a standard introducer needle." "The [celect] retrievable filter was released below the level of the renal veins. Follow up venogram confirmed apposition of the walls by the filter." (B)(6) 2016, per a report from CT (computed tomography), "ivc filter present. Several the limbs appear to extend beyond the confines of the wall, including a posteriorly directed fractured leg extending into the substance of the l4 vertebral body." "Filter still appears well approximated. Filter struts appear to have completely integrated into the wall of the ivc. Malfunctioning ivc filter. One of the posterior struts does appear to have broke and lodged in the vertebral body, but removing this would require an exploratory laparotomy and extensive mobilization of the aorta and ivc. I do not advise this at this time. [The patient] also does not desire this. Also, given the elapsed time from filter implantation to now, removal of the filter would have a high risk of damage to the wall of the ivc. I have advised [the patient] to allow the filter to remain in place. [The patient] agrees." (B)(6) 2017, per a report from CT, "no significant ivc filter tilt. Note that multiple ivc filter legs protrude beyond the ivc wall, which may be associated with pain. One of the filter legs may have eroded into the duodenum (often asymptomatic)." Patient outcome: alleged fractured, pain and unable to retrieve.